Event description:
The pt had an ams artificial urinary sphincter device implanted on (B)(6) 2012. It was reported that a second cuff was added on (B)(6) 2012 due to recurrent incontinence. Additional information received on (B)(6) 2012 indicates that the recurrent incontinence was secondary to urethral atrophy. No pt complications were reported.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.